Event description:
This stent was used in the sfa. The doctor was "up and over" with a sheath, while 2 stents had already been placed in the sfa and had been post-dilated. The 6x150x120 protege was placed into hunter's canal and was partially deployed when the physician said it was "stuck." Fluoroscopy was then looked at and the stent was indeed partially deployed, but the pin to deploy the stent was not moving. The physician then pulled on the catheter of the stent as a whole and the stent moved up into the viabahn,. The physician continued to pull on the whole catheter and the stent broke. Half got lodged up into the viabahn while the other half was still on the shaft of the catheter. As the physician pulled on the catheter, the other part of the stent got stuck on the sheath. The physician then removed the destination sheath and the catheter all together and the stent remained in the common iliac. The pt was then brought to surgery.